Event description:
According to the initial information received, a (B)(6) female patient with a history of two cryptogenic strokes, a small aneurysm on the septum and a right-to-left shunt as verified on trans-esophageal echocardiogram (tee) and an intracardiac echocardiogram (ice) was scheduled to undergo closure of an 8mm patent foramen ovale defect (pfo) using an amplatzer device. The defect was measured using balloon-sizing, ice and fluoroscopy. An 18mm amplatzer cribriform occluder (aco) was attempted using an 8f amplatzer 45 delivery system sheath. The position appeared appropriate and initially, no residual shunting was observed. However, before the aco was released, the remaining septal structures were examined and a second shunt was observed due to another, 10mm defect distal to the pfo defect. The aco was retrieved in the hopes that a single device would be able to occlude both defects but it was impossible due to the distance between the defects. Next, an attempt was made to occlude the 10mm defect using an 11mm amplatzer septal occluder (aso). The position was good but when it was time to release the delivery cable from the aso, it was difficult to release the device despite several attempts. It was suspected that some of the trabeculae may have caused interference. After additional maneuvers to unscrew and release the aso, the aso rotated and embolized into the left atrium and into the descending aorta. Using a 15mm andrasnare and a 12mm delivery sheath, the aso was successfully recaptured. By that time, the patient was complaining of pain and discomfort, so the implant was aborted after reviewing the heart and pericardium with ice. A repeat tee also was performed before the patient left the cath lab and was normal. The patient will be re-evaluated in two months as the patient's family was concerned about proceeding with surgery at this time. Upon extracting the aso and snare from the patient, the aso and original delivery system were tested outside the patient and no anomalies were observed.

Manufacturer narrative:
Device analysis: the amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device end screw threads were examined microscopically and no defects were observed. The device end screw threads were measured with go/no go thread gages and were found to meet specifications. The device was fully and securely attached to and detached from a test delivery cable without issue. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Image analysis: aga requested further information regarding this case including medical records and images. When our investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.